Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic for a scheduled follow-up, a patient notifier anomaly was observed. Upon interrogation, the notifier was unable to be delivered. The patient was stable throughout the interrogation and will continue to be monitored.